Event description:
It was reported the patient had "extension coming out of left side". The patient was undergoing stage 1 trial for fecal incontinence and they were "supposed to have stage 2 tomorrow". It was also reported the patient experienced "very severe" neurological symptoms. The movement disorder symptoms that were present after stage 1 include "severe tremor, lost balance, can't walk, can't put on shoes". Patient's stimulation was turned off today. The symptoms had been present for 1 week. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the issue was not device related. It was stated that the patient was admitted to the hospital with metabolic issues. After those issues were under control, the patient went on to implant and was receiving effective therapy. It was further clarified that the "normal lead wires" were connected to the trial box on the left side. It was noted that the "true extension" was not coming out of the body in a defective way and that no device related problem existed. No further information was reported as of the date of this report.

Manufacturer narrative:
Product ID 3093, product type lead. (B)(4).